Manufacturer narrative:
Siemens is currently conducting an investigation into the reported event and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that during a procedure on the artis q biplane system, a secondary monitor went blank due to a software malfunction. The monitor was not being used to visualise the procedure and no delay of procedure occurred. The customer did not report any impact to the state of health of the patient.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Evaluation of log files did not identify any non-conformity for the given time frame. Informated provided during investigation indicates that the assist monitor showed subtracted image from live monitor because the customer started quant from the control room and the image was displayed on the assist monitor. This indicates that there is no software or hardware non-conformity and the system works as specified.